Event description:
It was reported the pt had not recharged the ipg since approximately (B)(6) 2013. Neither of the external devices would communicate with the ipg. Follow up identified the physician replaced the ipg. It was reported the pt regained stimulation postoperative.

Manufacturer narrative:
Correction number: 1627487-07262012-002-4. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.